Manufacturer narrative:
No samples were returned for evaluation. The condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. No further information is expected for this case. (B)(4).

Event description:
A nurse reported that a trocar leaked during a surgery. No harm to the patient was reported. The surgery was completed. No further information is expected for this case.